Manufacturer narrative:
Section b3: date of event has been estimated. Section d6b: date of explant was inadvertently included in the previous report, pump exchange for this patient is reported under MFR #: 2916596-2018-00703. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was diagnosed with a hemorrhagic stroke. The patient exhibited symptoms of expressive aphasia and right sided weakness. Anticoagulation was withheld and deficits remained but improved overtime with rehabilitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of strokes post-implantation, beginning in 2014. No treatment was provided to treat the stroke. The patient had since regained most functionality, but had some deficits from a previous stroke remaining.